Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Correspondence was sent to the author requesting additional information, with no reply as of the time of this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: electromagnetic interference of avalanche transceivers with cardiac pacemakers and implantable cardioverter defibrillators. Pace pacing clin. Electrophysiol. (B)(4).

Event description:
A journal article was reviewed that contained information regarding an implantable cardioverter defibrillator (ICD). It was noted in the article that one patient experienced a partial loss of the electrocardiogram (egm) signal when the avalanche transceiver was placed near the device. Once the avalance transceiver was moved away from the device, all readings were "normal." The status of the ICD is unknown. The article also concluded that "avalanche transceivers are safe for patients with pacemakers and icds." Also noted was the intrinsic function of the implanted devices was "never compromised." No patient complications have been reported as a result of this event.